Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the image acquisition system (ias) computer and power switching board were replaced. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts have been received by manufacturer for evaluation but results are not available at the moment.

Event description:
A medtronic representative reported that while outside of procedure the image acquisition system (ias) computer of the imaging system had intermittent boot issue. There was no patient present at the time of the issue.

Manufacturer narrative:
The analysis on the power switching board was completed by medtronic personnel. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The received computer has been tested by medtronic personnel. At power up, no hard drive activity. Hard disk drive (hdd) led does not light up. Cyclic click was audible. It was confirmed that the hard disk drive (hdd) was the cause of the clicks.